Event description:
A cryoablation procedure was performed using the arctic front catheter. During the first inflation, the cryoconsole showed system notice error 50005 (the safety system has detected fluid in the catheter and stopped the injection). The physician saw liquid in the outer lumen of the coaxial umbilical. The arctic front catheter and the coaxial umbilical were replaced and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: 1) analysis of bin files confirmed the reported system notice error 50005. 2) visual inspection showed that the catheter was intact with no apparent issues. 3) pressure test and dissection revealed a leak through the push button luer. The root cause was identified as a bond issue (guide wire lumen shaft to the push button bond). This triggered the fail-safe system (notice error 50005) and stopped the injection. A corrective action was initiated to address this issue.